Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 06/02/2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on additional information obtained by the customer care advocate (cca) during a follow up call with the patient. The patient stated that the alleged inaccuracy occurred at an unspecified time on (B)(6) 2015. At this time the patient obtained a blood glucose result of ¿95mg/dl¿ with the subject meter. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise and did not make any immediate changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that at the later date of (B)(6) 2016 they developed the symptoms of ¿blurry vision, dizzy, headache and fatigue¿; symptoms which the patient associated with hypoglycemia. The patient denied requiring any form of treatment as a result of these symptoms, but stated that they had their blood glucose measured on a hospital device while feeling symptomatic, and a result of ¿40mg/dl¿ was obtained on this device. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and the patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them experiencing signs suggestive of serious injury after the alleged product issue began.